Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter sterile water did not enter well during insertion, and the return of sterile water was also poor, making recovery difficult. So, the sterile water is hard to enter and hard to pull.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. A review of the device labelling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. The DHR review could not be performed without a lot number. Corrections made to tab(s) f and h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter sterile water did not enter well during insertion, and the return of sterile water was also poor, making recovery difficult. So, the sterile water is hard to enter and hard to pull.